Manufacturer narrative:
(B)(4).

Event description:
It was reported that decreased sensing was observed. Externalized conductor was also noted under x-ray. The physician elected to take no action for now. The patient condition is stable.